Manufacturer narrative:
The distal segment of the lead was returned for analysis. Visual and x-ray examinations did not find any anomalies. All damages found on the lead returned were consistent with procedural damages. Electrical tests that could be performed on this piece did not find discontinuities or shorts on any conduction paths.

Event description:
During follow-up, low sensing was noted on the lead. A revision procedure was performed and the lead was explanted and replaced. The patient was in stable condition following the procedure.